Event description:
It was reported that the patient complained of pain at the implant site for this electrode and subcutaneous implantable cardioverter defibrillator (s-ICD). Additionally, the patient developed depression as a result and requested explant of the system. Surgical intervention was undertaken. The device and electrode were explanted. No additional adverse patient effects were reported. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.